Event description:
The customer reported to olympus the evis lucera bronchovideoscope is leaking. The reported issue occurred during reprocessing at preparation of use for a diagnostic bronchial examination procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the coating of the connecting tube was peeling which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a loss in water tightness due to a pinhole on the bending section cover. Upon further inspection, it was also observed that the coating of the connecting tube was peeling due too deterioration. Lastly, it was observed that the connecting tube had a scratch due to physical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, physical stress is likely to be cause of the event based on the following: coating on insertion section peeled off. Insertion tube scratched. IFU states precaution not to apply physical stress to the device. The event can be detected/prevented by following the instructions for use which state: ·preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.